Manufacturer narrative:
Article citation: milito, christine b., beca, francisco, natkunam, yashoda, cook, stephen. Breast implant-associated anaplastic large cell lymphoma in the post-mastectomy setting: clinical and therapeutic implications. Human pathology: case reports 18. 10/sep/2019; 1-3. The events of lymphoma - alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant effusion;" immunohistologic testing was then performed which demonstrated large atypical cells that were positive for cd30 and lacked alk.

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma in the post-mastectomy setting: clinical and therapeutic implications" reported right side "peri-implant effusion" and bia-alcl. Treatment provided in the form of fine needle aspiration, device removal, and a capsulectomy. Immunohistologic testing demonstrated large atypical cells that were positive for cd30 and lacked alk. Manufacturer of the device is unknown. Device has been explanted.